Event description:
Per a call to the centocor pt iinfo center: this pt describes a restenosis of his cypher stent. He states that he experienced chest pain during an MRI, after which he was admitted to the cath lab. He states that the dr had to "put a balloon into his stents to open them up." This pt has had 4 mi's and 2 cva's in the past 2 years. He has a total of four stents: 1 cypher stent in the rca, placed march 14, 2004; 1 taxus stent; and 2 unk stents. The most recent stent was placed in november 2004. Until his first stroke, he worked as a utilities worker for the city. He is now on disability. He currently takes plavix, aspirin, niaspan, toprol xl, and zetia. His family members are deceased from heart disease, but expired at 45 due to cancer. There is also diabetes in his immediate family. He was in his usual state of health until approximately two weeks ago. He was sent for an MRI of his back. While in the MRI, his "heart began to hurt". He felt very cold, started shaking, and turned very plate. He felt like he was going to "have a stroke". The technician removed him from the MRI and took his blood pressure (unk) and his heart rate (75 bpm). He states that his hr is "never as high as 75 bpm". The technician referred him to his cardiologist. At his cardiologist's office, an ECG was performed and he was told it was abnormal. He was told to got to the hosp and he was admitted to the cath lab for urgent angiography. He states that the dr had to put the balloon "up through all four stents to open them". The pt had requested that we do no contact his dr or the hosp. Additional info has been requested from the pt and will be submitted within 30 days of receipt. This 47 year-old pt with a medical history of 4 mi's and 2 cva's in the past year as well as a family history of cad had cypher implantation in his rca. The pt also has a taxus stent and 2 unk stents. There are premorbid conditions which increase the risk for a mace. Per the pt, during a recent MRI his "heart began to hurt" and he felt cold and started shaking. Pt the pt, ECG revealed and abnormal heart rhythm and his dr then put the balloon "up through all four stents to open them." Ther is no further info forthcoming. The product was not returned for analysis. A review of route sheets was no performed for this product, as no sterile lot number was available. Based on the limit info, there are pt factors that may have contributed to the event.

Event description:
This pt describes a restenosis of his cypher stent. He states that he experienced chest pain during an MRI, afterwhich he was admitted to the cath lab. He states that the dr had to "put a balloon into his stents to open them up." This pt has had 4 mi's and 2 cva's in the past two years. He has a total of four stents: 1 cypher stent in the rca, placed in 2004; 1 taxus stent; and 2 unknown stents. The most recent stent was placed 8 months later. He is a single parent until his first stroke, he worked as a utilities worker for the city. He is now on disability. He currently takes plavix, aspirin, niaspan, toprol xl, and zetia. Family member is deceased from heart disease, and other family member had a history of heart disease, but expired at 45 due to cancer. There is also diabetes in his immediate family. He was in his usual state of health unitl aprox two weeks ago. He was sent for an MRI of his back. While in the MRI, his "heart began to hurt". He felt very cold, started shaking, and turned very pale. He felt like he was going to "have a stroke". The technician removed him from the MRI and took his blood pressure (unknown) and his heart rate (75 bpm). He states that his hr is "never as high as 75 bpm). The technician referred him to his cardiologist. At his cardiologist's office, an ECG was performed and he was told it was abnormal. He was told to go to the hosp and he was admitted to the cath lab for urgent angiography. He states that the dr had to put the balloon "up through all four stents to open them". The pt had requested that co does no contact his physician or the hosp.